Manufacturer narrative:
Initial reporter/facility information DHR review was completed. Part number: 04.038.280s, lot number: h286498, date of manufacture: 10 march 2017. Place of manufacture: (B)(4). Part expiration date: 01 march 2027. Nonconformance noted: n/a description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a blade length 80 mm was used in the surgery for femoral trochanteric fracture. During the surgery, the surgeon measured the insertion point using the guide wire, which was 10 mm from the joint part of femoral head. As he tried to insert this blade, it penetrated the femoral head. Then he replaced it with the length 75 mm blade. The surgery was completed with a 5-minute delay, and there was no adverse consequence to the patient. Concomitant device: unknown tfna nail. This complaint involves two (2) devices. This report is for a blade. This is report 1 of 2 for pc-(B)(4).